Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted to a pt for treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at time of implant are unk. It was reported that the aneurysm continued to enlarge due to type ii endoleaks, despite endovascular aortic stent graft placement and two attempts with coil embolization. During the removal of the stent graft the physician noted that therer were no type I, ii or IV endoleaks. The stent graft was explanted and was received by medtronic. Eval of the explanted stent graft completed. It was reported that a persistent type ii endoleak, which resisted coil embolization, resulting in aneurysm enlargement; this was reported via imaging and the explant procedure report.